Event description:
This patient is a male that has a bmi of 30.45. Prior to study admission, this patient had previous pci with stenting in 2006 with a conor costar. He has a family history of cad, and his only other past medical history is obesity. He was on a daily medication regimen of aspirin, and plavix. He presented with silent ischemia, in sinus rhythm and all cardiac enzymes were normal. Creatinine at that time was 1.3, platelet count of 238, and hg. Or 13.9. Patient was taken to the cath lab and was started on a heparin gtt for pci. Angiography revealed a 2.5mm x 15mm lesion with 95%, instent restenosis of the diagonal branch that was previously stented with a conor costar drug-eluting stent. This b1 restenotic, moderately tortuous, moderately calcified lesion required pre-dilatation. A 6fr guiding catheter was placed and a 2.5mm x 20mm balloon was introduced to pre-dilate with 14 atms pressure. Two stents were placed in this lesion. The first was a 2.75mm x 23mm cypher select plus stent was deployed using 14 atms pressure with satisfactory results. No post dilation was required. The second stent placed was a 2.5mm x 23mm cypher select plus was deployed using 16 atms pressure with satisfactory results. No post dilation was required. Twenty-four hour to discharge troponin level was <2 times above upper normal level. The patient was discharged home the next day without complaint and on a daily medication regimen of asa, plavix, and oral anti-diabetics. At the patient's one month f/u visit, he was asymptomatic and compliant with his medication regimen but it is noted that he is no longer taking oral anti-diabetics. At patient's six month and one year f/u visit, patient was also asymptomatic and compliant with his medication regimen. At patient's one year visit (2008), patient had a scheduled staged procedure/repci. Angiography at this procedure revealed that the proximal portion of the 2.75 x 23 mm cypher select plus stent had an in-stent restenosis pattern of >10 mm in length, peri-stent restenosis of 5mm proximal, and evidence of aneurysm. Treatment was not performed that day. The patient was brought back to the cath lab the following day for revascularization. The restenosis was treated with balloon angioplasty and additional placement of a 12 mm x 3.5 mm xience-v stent. The patient was discharged home three-days after admission without complaint and this issue was resolved without sequel.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.